Event description:
It was reported that noise was consistently observed on the right ventricular (rv) lead during clinical checks. The patient developed second degree heart block which led to dysfunctional right ventricular pacing. The physician elected to revise the rv lead. During the procedure, an insulation anomaly close to the device header was observed. The rv lead was explanted and replaced. The patient was recovering.